Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual examination of the stent found damage to the distal section of the stent with stent struts stretched in a distal direction. The undamaged crimped stent outer diameter was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Functional testing was not carried out due to the distal stent damage. A visual and microscopic examination of the bumper tip found damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found multiple kinks along the shaft polymer extrusion. The device was loaded on a 0.014¿¿ guidewire without issue. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on 04may2018. This device was received with no reported issues. However, returned device analysis revealed stent damage.